Event description:
Boston scientific crm received information that a device replacement procedure was performed. Interrogation of this replacement implantable cardioverter defibrillator displayed abnormal low shock impedance measurements. It was thought there was a device malfunction. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded this device met specification and could not determine a reason for the reported clinical allegation.